Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began in september 2014, exact date/time is not known. The patient reported obtaining values of ¿178,150,152,229, 296 mg/dl¿ with the subject meter which she felt were high as compared to her usual readings/feelings. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type/dose of insulin and is a self-adjuster. The patient denied taking any action regarding her usual diabetes management routine in response to the alleged issue. At an unknown time after testing, the patient claimed she developed symptoms of ¿shaking¿ but despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. Quality control testing passed. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after obtaining high readings on the subject device.

Manufacturer narrative:
Follow-up # 1 ¿ (12/21/2014). The patient¿s meter has been returned on 12/5/2014 and evaluated by lifescan product analysis on 12/9/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.